Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the stapler would not attach to the anvil. They got a new one to complete the procedure. There was no patient consequence.